Manufacturer narrative:
Patient indicated they experienced blistering and burning sensation after receiving radiation treatment on the radixact system during a speaking engagement. The patient was subsequently hospitalized for pain management. A clinical affairs assessment has determined the event to be a serious injury.

Event description:
Patient reported experiencing blistering and burning sensation after receiving radiation treatment on the radixact system.